Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, with logs indicating hyperglycemia up to 257 mg/dl and approximately eight hours outside the 70¿180 mg/dl range; the user expressed frustration with time in range and the agent provided troubleshooting and education on consistent and accurate meal announcements. Symptoms included hyperglycemia with trace ketones. Outcomes included no hospitalization, no back-up therapy use, and self-management with hydration per the user¿s ketone action plan. Investigation included review of uploaded device data and user logs, assessment of use patterns, and provision of user education. Investigation of this case revealed no device malfunction and a cause that remained unclear, with user behavior related to meal announcements considered as a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.